Manufacturer narrative:
Concomitant products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3988, lot# n26365, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3988, lot# n26365, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: lead. Product ID: 3988, lot# n26365, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: lead.

Event description:
A consumer implanted for non-malignant pain they had a peripheral nerve stimulator to treat complex regional pain syndrome and reflex sympathetic dystrophy in the left arm. The consumer bumped their arm against a car window and the flesh between the car window and the lead running through their bicep got pinched and they developed a ¿nasty bruise¿ over the top of the lead. The patient was not concerned about it and over the past week to ten days the golf ball size bruise shrunk to a red spot about the size of a quarter. On (B)(6) the patient brushed the spot on their arm with their hand and it started to ¿leak.¿ the consumer later reported the area over the lead that got pinched became necrotic resulting in a revision surgery where it was ¿rooted it out of my arm¿ and they removed the whole lead and ¿clipped it out¿ of the implantable neurostimulator (ins). After surgery the consumer was in a lot of pain and was given a wound vacuum and antibiotics during recovery. The consumer didn¿t end up getting a new lead implanted until several months later sometime between (B)(6). It was unknown if the consumer recovered completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.